Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI is not known as the part and lot number were not provided. Attachment medwatch uf/importer report # (B)(4).

Event description:
User facility medwatch report received that states: describe event or problem: hematoma from perclose no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint and corrective and preventive actions (CAPA) database were not performed as the specific failure mode was not provided. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. The patient effect of hematoma is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.